Manufacturer narrative:
Continuation of d10: product ID hh9020tdd, serial# (B)(6). Product ID tm90t0, serial# (B)(6), product type: accessory. Product ID a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot# unknown. D9. The handset was returned on 2023-may-04. H3. Analysis of the handset found that it was able to pair, connect, and request a bolus with no issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump for back pain with leg pain and non-malignant pain. It was reported that the patient was having a problem with the personal therapy manager (ptm) as at times it took forever to get a bolus, sometimes up to an hour. Right after their pump refills it's lightning speed to connect but then it just gets slower. They were advised to reset both the communicator/handset, to power the communicator off 3x, and restart the handset/check settings/close all apps. They had the location off and they were advised to keep this on. Patient services also advised to position the communicator in one spot 1/4 away from skin and to not press it into their skin. It was connecting but the connection was poor. The patient did mention it was a little faster now and it did connect but it was still slow. They would talk to their mdt representative about this. Additional information was received from the patient who reported that it was ¿still taking forever to receive a bolus¿, around an hour's time, despite the troubleshooting they had done with patient services already. Per the patient, it had started about a month ago but had been bad in the last few weeks. The agent was unable to resolve the issue with the patient, so conferenced on mobility. During the troubleshooting, the patient saw ¿myptm is not responding¿ screen and the screen would not progress from ¿connecting¿ after multiple minutes. The patient then stated that the myptm app would ¿shut itself off¿ despite not touching the screen or any buttons, and the patient would be redirected to the handset home screen. The patient had restarted the handset multiple times due to the navigation buttons at the bottom of handset not responding. Mobility recommended handset replacement. An email was sent to the repair department requesting a replacement handset for the patient. Replacement no patient harm reported.